Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heart start xl+ defibrillator indicating that the device had ECG test fault.

Manufacturer narrative:
(B)(6).